Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the outflow graft was not returned for evaluation. The reported "kinked outflow graft" event could not be con firmed due to insufficient evidence. Review of the controller log files revealed a sudden decrease in the pump's power consumption and estimated flows on (B)(6) 2017 to parameters below normal operating range and 55 low flow alarms logged since (B)(6) 2017. Of note, it was reported that the patient underwent a stent placement in the outflow graft after which the pump's parameters returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to a kink/bend in the outflow graft. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a kinked outflow graft. The patient underwent a stent placement. It was reported by the site that the patient's parameters were stable after the procedure. No further patient complications have been reported as a result of this event.